Event description:
On (B)(6), 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra mini meter produced inaccurately high blood glucose readings in comparison to a laboratory device. The complaint was classified based on customer service representative (csr) documentation and a review of the call by a senior csr. The patient advised the csr that at 9.00am on (B)(6) 2019, she obtained an alleged inaccurately high reading of ¿168 mg/dl¿ on the subject meter, compared to a reading of ¿116 mg/dl¿ on a laboratory device. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for accuracy. The patient explained that she manages her diabetes with oral medication (unspecified type or dosage) and did not specify if she took any action in response to the alleged inaccurate readings. The patient denied developing any symptoms due to the product issue. She stated that because of the alleged inaccurate readings, she attended her doctor¿s office and was prescribed dabex xr (500mg) to manage her diabetes. The patient denied performing a blood glucose test on any other device. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly at the time of testing and the results were from the same approved sample site. The patient confirmed that they followed the correct testing procedure and confirmed that the test strips had been stored correctly and were within expiry, and that the test strip vial was not broken or cracked. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject device caused or contributed to a serious injury adverse event. The patient did not develop signs or symptoms suggestive of a serious injury, nor did they receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference of these glucose results exceeds lfs¿ criteria for accuracy.